Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: knot unraveled. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, when the device was removed from the patient's anatomy, the knot was unravelled. Hemostasis was achieved using manual compression. There were no adverse patient effects. Though requested, no additional information was available.